Event description:
It was reported, two months postoperatively, the valve was explanted due to tissue formation leading to stenosis. The pt was not taking anticoagulants as prescribed. Additional information has been requested.